Event description:
The complainant reported that during the therapeutic procedure of placing this enteral feeding device, the device was inserted into the pt's body along a guidewire. When the physician tried to pull the button shaft portion of the device from the fistula, the tube broke and the button could not be placed. The physician successfully removed the detached tube from the pt with the aid of the scope and forceps. A replacement device was successfully placed in the pt. The complainant indicated that there was no adverse affect on the pt as a result of the reported problem.